Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Concomitant products - item 00771205700, stem driver, lot #62817856.

Event description:
It was reported that during a total hip arthroplasty, the stem and impactor would not separate. After several attempts, the impactor and femoral stem were removed together. Another stem and impactor were available to complete the procedure, and an alternate approach was used during impaction. There was a 30 minute delay as a result of the event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. A femoral stem was returned for evaluation. Foreign material is present on the device and also the device shows gouges, scratches, and dings. As the device exhibits damage at the product's hole, gage test cannot be performed to measure the diameter and other details of the hole. Photos of the stem and the impactor were received, which show that the impactor stuck in the stem. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a total hip arthroplasty, the stem and impactor would not separate. After several attempts, the impactor and femoral stem were removed together. Another stem and impactor were available to complete the procedure, and an alternate approach was used during impaction. There was a delay greater than thirty (30) minutes as a result of the event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. (B)(4).